Event description:
A nurse reported that a pt reported complications while completing peritoneal dialysis (pd) treatment on (B)(6) 2014, and observed cloudy effluent and fibrin in the pt's drain line. The pt was diagnosed and hospitalized on an unk date shortly after this incident with one case of peritonitis without allegation of device malfunction. The nurse indicated the source and cause of the infection were currently unk. The pt was currently still hospitalized. There were no reported fluid leaks during treatment prior to infection. Pt med records have been requested.

Manufacturer narrative:
The device has not been returned for evaluation at this e and will not be available for evaluation. The post market surveillance department has requested med records and investigations are pending. A supplemental med report will be submitted when med records are received. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.